Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriotic cyst, gas evolution in intestine, ovarian cyst, left lower quadrant pain, intramural leiomyoma of uterus, hematuria, pain, numbness, pyelonephritis and c-section. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2005 to (B)(6) 2006. Concurrent conditions included anemia since (B)(6) 2014, overweight and adenomyosis. Concomitant products included iron since (B)(6) 2014. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In 2007, the patient experienced iron deficiency anaemia ("other injury(ies) or complication please describe: anemia"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), flank pain ("left flank pain") and abdominal pain lower ("lower abdomen pain toes to knee"). In (B)(6) 2015, the patient experienced urinary tract infection ("uti"). In (B)(6) 2016, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), intermenstrual bleeding ("metrorrhagia (bleeding between periods)"), urinary tract disorder ("urinary problems") and asthenia ("feeling weak"). The patient was treated with cefuroxime, ibuprofen and surgery (total laproscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, heavy menstrual bleeding, intermenstrual bleeding, urinary tract disorder, urinary tract infection, fatigue, vaginal haemorrhage, anxiety, abdominal pain lower, asthenia and iron deficiency anaemia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, asthenia, dysmenorrhoea, dyspareunia, fatigue, flank pain, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2007, (B)(6) 2005. Current weight as of (B)(6) 2019: 148 lbs. Approximate weight at the time of essure placement 129 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: result- not completely blocked all the way.. Ultrasound pelvis - on (B)(6) 2006: indication: pelvic pain and iud. Findings: the iud is visualized in the lower uterine segment. The endometrial stripe in the body of the uterus is normal, measuring smm in thickness. There is a 3mm subendometrial cyst. The uterus is normal in size. It measures 9.7cm in length, 4.2cm ap and 5.5 cm transversely. The ovaries are normal in size. The right ovary measured 2.6x1.3x2.3, and the left measured 2.2x1.4x2.1 cm. Small bilateral follicular cysts, measuring under smm are present. Conclusion: 1. Iud in lower uterine segment. 2. 3mm subendometrial cyst.; on (B)(6) 2008: findings: right ovary is not visualized due to shadowing bowel gas. The left ovary is normal appearance measures 2.9 x 1.8 x 2.3. Doppler interrogation of the left ovary reveals normal arterial and venous flow. The uterus is normal appearance and measures 7.8 cm sagittal x 4.0 cm ap x 2.3 cm transverse. Impression: 1. Nonvisualization of right ovary. 2. No evidence for left ovarian torsion. Ultrasound scan vagina - on (B)(6) 2016: both ovaries identified multiple follicular cyst noted on left side ovary.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriotic cyst, gas evolution in intestine, ovarian cyst, left lower quadrant pain, intramural leiomyoma of uterus, hematuria, pain, numbness, pyelonephritis and c-section. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2005 to (B)(6) 2006. Concurrent conditions included anemia since (B)(6) 2014, overweight and adenomyosis. Concomitant products included iron since (B)(6) 2014. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In 2007, the patient experienced iron deficiency anaemia ("other injury(ies) or complication please describe: anemia"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), flank pain ("left flank pain") and abdominal pain lower ("lower abdomen pain toes to knee"). In (B)(6) 2015, the patient experienced urinary tract infection ("uti"). In (B)(6) 2016, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), intermenstrual bleeding ("metrorrhagia (bleeding between periods)"), urinary tract disorder ("urinary problems") and asthenia ("feeling weak"). The patient was treated with cefuroxime, ibuprofen and surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, heavy menstrual bleeding, intermenstrual bleeding, urinary tract disorder, urinary tract infection, fatigue, vaginal haemorrhage, anxiety, abdominal pain lower, asthenia and iron deficiency anaemia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, asthenia, dysmenorrhoea, dyspareunia, fatigue, flank pain, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2007, (B)(6) 2005. Current weight as of (B)(6) 2019: (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: result - not completely blocked all the way. Ultrasound pelvis - on (B)(6) 2006: indication: pelvic pain and iud. Findings: the iud is visualized in the lower uterine segment. The endometrial stripe in the body of the uterus is normal, measuring smm in thickness. There is a 3mm subendometrial cyst. The uterus is normal in size. It measures 9.7cm in length, 4.2cm ap and 5.5 cm transversely. The ovaries are normal in size. The right ovary measured 2.6x1.3x2.3, and the left measured 2.2x1.4x2.1 cm. Small bilateral follicular cysts, measuring under smm are present conclusion. Iud in lower uterine segment. 3mm subendometrial cyst; on (B)(6) 2008: findings: right ovary is not visualized due to shadowing bowel gas. The left ovary is normal appearance measures 2.9 x 1.8 x 2.3. Doppler interrogation of the left ovary reveals normal arterial and venous flow. The uterus is normal appearance and measures 7.8 cm sagittal x 4.0 cm ap x 2.3 cm transverse. Impression: nonvisualization of right ovary. No evidence for left ovarian torsion. Ultrasound scan vagina - on (B)(6) 2016: both ovaries identified multiple follicular cyst noted on left side ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: dyspareunia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 01-oct-2021: medical record received. Case became serious incident because of essure removal. Reporters and medical history, removal date and removal details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.